Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the endovascular angioplasty in the left lower extremity, the balloon was pre-dilatated and post-dilatated, and the stent was released. After release, kinking occurred with two portions of the stent. It was further reported that the stent allegedly fractured after the two sites of kinking were expanded. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the endovascular angioplasty in the left lower extremity, the balloon was pre-dilatated and post-dilatated, and the stent was released. After release, kinking occurred with two portions of the stent. It was further reported that the stent allegedly fractured after the two sites of kinking were expanded. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found in used but fully functioning condition. Also, provided x-ray movies demonstrate the placed stent inside patient. Hourglass like deformation of the stent indicates stent twist. The images further demonstrate post pta for treatment and subsequent stent fracture. Stent kink could not be identified. The investigation leads to confirmed result for stent twist and cascading stent fracture. The lesion was pre dilated, 0.018" guidewire with 7f sheath were used for access, and the user did not experience difficulty during deployment; the stability sheath was held close to the introducer sheath and kept stationary together with the introducer. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting and cascading strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment; in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position.' Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding access and accessories, the instruction for use states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035inch (0.89 mm) diameter guidewire of appropriate length (...)'. H10: d4 (expiry date: 06/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.